Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery but customer did not have a new one to install. Customer was advised to call back when they install a new battery to further troubleshoot. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. No further information was provided